Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device code 2017 - incorrect prepna.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous distal right coronary artery (drca). The lesion was pre-dilated with a non-abbott balloon and 2.50x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion; however, resistance with anatomy was noted. The bdc was prepped in the anatomy and ruptured at 9 atmospheres confirmed via cine. A non-abbott balloon and a non-abbott were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.